Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted due to sui. Patient experienced pain, erosion, extrusion, urinary problems, bleeding, and vaginal scarring. It was reported that the patient underwent a mesh revision on (B)(6) 2012. No additional information provided.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted due to sui. Patient experienced pain, erosion, extrusion, urinary problems, bleeding, and vaginal scarring. It was reported that the patient underwent a mesh revision on (B)(6) 2012.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted into the patient. It is also reported that the patient experienced pain, discomfort, pressure, difficulty voiding urine, continued incontinence, discharge, scarring, infection, odor, bleeding, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion the patient experienced inflammation. It was also reported that the plaintiff underwent mesh revision on (B)(6) 2012 due to exposed mesh.